Event description:
A malfunction was reported by the caller regarding the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, as the malfunction code was resettable, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if the malfunction code appeared again.